Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received 1 sample and/or 3 photo(s) from the customer facility for investigation. Based on the visual and microscopic inspection/evaluation and testing of the samples and photo(s), bd observed foreign matter in the rear barrel of the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusions: the defect of foreign matter on needle; as stated in the subject of the pir was not confirmed with the returned units. The red and brown fm that were observed in this incident was identified as burnt resign deposits (non-foreign) that were a result of the molding process.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection had foreign matter on the butterfly.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 12/13/2016. The actual date received by manufacturer was 12/06/2016.